Event description:
It was reported that the patient went to the emergency room for a slow heart rate and for inappropriate shocks due to an apparent lead fracture. The right ventricular (rv) lead noted episodes of noise during the time frame of the shocks when the patient was swimming in a pool. There were several non-sustained tachycardia (nst) episodes and episodes with aborted shocks. Pacing was inhibited during periods of oversensing. The rv lead was reprogrammed to tip to ring and it remains in use until the patient can be admitted for a new lead implant. It was also reported that an interrogation found that the right atrial (ra) lead also showed noise and oversensing. The episodes occurred when the patient was swimming in pools that were suspected of electromagnetic interference (emi) in its surroundings. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were ten (10) ventricular nst<=170 ms between (B)(6) 2012 17:42:26 and (B)(6) 2012 11:16:37 and there were three vf<=130 ms average v-cycle between (B)(6) 2012 17:43:06 and (B)(6) 2012 11:16:25. Sensing - interference/noise: there were ventricular short interval count v-sic=8.2 counts avg/day, in 22.87 days, between (B)(6) 2012 17:42:27 and (B)(6) 2012 14:32:16. Std review - lead integrity alert triggered: there was one patient alert for lead failure predictor on (B)(6) 2012 17:42:55.